Manufacturer narrative:
(B)(4). Final analysis found that the lead was cut and returned in two pieces. Final analysis found that the insulation was abraded at 9.1 cm to 9.4 cm and 16.5cm- 20cm from the connector pin which exposed the outer coil and 27 cm to 27.5cm from the distal tip exposing the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. (B)(4).

Event description:
It was reported that noise was observed on the atrial lead. Reprogramming did not resolve the issue. The lead was explanted and replaced. The patient&#38112;condition was stable post procedure.